Event description:
Additional information was received from the patient. They called back to resume troubleshooting from previous call. When asked, patient said that usually the healthcare provider (hcp) makes adjustments and was last seen around (B)(6). They said it is always the first friday of the month. During the call, they started to experience difficulty with maintaining phone connection as patient's line kept disconnecting. Patient said that they did have some type of box added to their landline. During this time agent called back about three times. Patient was in the process of trying to place patient programmer over the implant to check therapy status however patient wasn't quite sure where the neurostimulator was located and then patient said will need some more time and the line disconnected. Email was sent to patient registration to update follow up hcp. On (B)(6) 2025 the patient called back in and mentioned previously reported information regarding their bowels. Patient added that their handset had issues connecting and confirmed that they've never changed programs on their own before. Patient also mentioned that they've been going through all the urologists and that they were redirected to the manufacturer. Patient also confirmed the controller that they were using and that they were getting the poor communication screen when connecting to their implant. Agent had patient remove the antenna and patient was able to sync the controller with their implant successfully but was unable to change their program due to being disconnected from the call. Multiple call attempts: agent kept calling patient back because they kept being disconnected and patient confirmed the issue with being disconnected was on their side. Agent was unable to finish troubleshooting with the patient due to the patient repeatedly disconnecting the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-14 additional information was received from the patient. The patient called back and repeated the same therapy issues and challenges connecting to implant. The patient said that they started noticing a return of bladder symptoms when they left the hospital for a stroke in the beginning of (B)(6) 2025. The patient said that they were told by the hospital staff that therapy was turned on. The patient was at the clinic either in (B)(6) and said that the doctor used their equipment to connect to the implant and they were told that therapy was off and wasn't turned back on when the patient was told that it was. The caller said that they hadn't been able to connect to the implant themselves for a very long time. At the beginning of the call, the patient said they couldn't reposition the antenna/paddle while plugged in and they had to get another piece of tape to hold it in place. With instruction the patient pressed the sync button however they only received the poor communication screen even after the patient said that they repositioned the antenna. The agent reviewed the option to try without the antenna however the patient suggested that they switch phones to use their cell phone that had speaker so they ended the call and the agent called the patient back. With instruction the patient again attempted to connect and this time was successful. The patient described the screen and the agent reviewed the meaning of the numbers and icons: stimulation was on and the patient was at a low setting of 1.1 on program 3. With instruction, the patient increased the setting to 1.4 and said that they could feel stimulation more in the bowel area and only felt it initially and then didn't feel the sensation. Reviewed therapy information and general programming guidance. Patient to keep track of adjustments and monitor symptoms. The patient said they initially received the implant to help with bladder symptoms. The caller did disconnect twice during this time. Reviewed function of navigation button regarding switching programs. The patient will call back if they would like assistance increasing the setting or for switching programs. The patient was redirected to schedule an appointment if after working through the programs the issue still persists.

Event description:
Additional information was received from the patient. They called back repeating a continuation of event previously reported in this case. Patient reported they had therapy adjusted but they have "slid back a little bit" and reported having a lot of accidents and they can't make it to the bathroom. Patient also reported their bowels "seem to not be smooth" and reported they have a problem with going to the bathroom. Patient stated implant is for urinary. Patient stated at one time they had it a lot better during the day, but reported they were in the hospital at the end of may/beginning of june due to having a stroke. Patient stated they turned implant off for MRI and they told patient they turned it back on, but patient stated they kept having problems that they did not have previously. Patient stated they had "gotten it down fairly pat" and stated it was not perfect, they were still having trouble at night. Patient reported their urologist increased stimulation and stated it "worked best when used their controller." Agent reviewed general use of the programmer. Walked patient through steps to connect with their implant. Patient initially reported getting poor commun ication, resolved by repositioning antenna on patient's implant. Patient was able to successfully connect with their implant and confirmed therapy was on, but then reported getting poor communication again when attempting to increase stimulation. Patient reported it has become a "real chore" to try to get connected. Patient also made a comment that "there was a while there where it popped out of the pocket" (patient did not clarify this; agent unable to clarify due to the nature of the call). Patient confirmed could feel entire outline of implant/implant feels flat on the call. Patient continued getting poor communication and stated they would continue trying to locate implant to connect again and will call back once connected if needing further assistance increasing stimulation, or for further assistance connecting with implant. Call repeatedly disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they had a stroke this spring and had to get an MRI. The MRI facility turned off the ins prior to the MRI and told the patient that they turned the ins back on after the MRI, but when the patient met with their managing doctor, they told the patient the ins was still turned off. The patient stated that their bowels had been more affected than their urinary incontinence, so they want that taken care of. The patient mentioned that their doctor's programming device seems to work better than their 3037 programmers, noting that the doctor's device seems like it has more choices on it. The agent was unable to get further clarification because the patient kept disconnecting the call. The agent called the patient back a few times, but their line kept disconnecting. The agent was unable to ask for event date and name of managing doctor due to the patient repeatedly disconnecting the call.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they had a stroke this spring and had to get an MRI. The MRI facility turned off the ins prior to the MRI and told the patient that they turned the ins back on after the MRI, but when the patient met with their managing doctor, they told the patient the ins was still turned off. The patient stated that their bowels had been more affected than their urinary incontinence, so they want that taken care of. The patient mentioned that their doctor's programming device seems to work better than their 3037 programmers, noting that the doctor's device seems like it has more choices on it. The agent was unable to get further clarification because the patient kept disconnecting the call. The agent called the patient back a few times, but their line kept disconnecting. The agent was unable to ask for event date and name of managing doctor due to the patient repeatedly disconnecting the call.